Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported patient underwent a total hip revision procedure on (B)(6) 2008 of unknown product. Subsequently, patient was revised on (B)(6) 2014 due to femoral loosening. The modular head and femoral component were removed and replaced.